Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient's hemi arthroplasty was converted to a total hip arthroplasty. Exposure was made and the head and sleeve were removed with a drill. The acetabulum was prepared and a zimmer cup and liner was implanted. Trialing took place and then a 36mm universal biolox head and sleeve was implanted.

Manufacturer narrative:
Concomitant medical products: cat # 6942-7-065, lot # 29146403, description: unitrax c-taper sleeve +0mm; cat # unk, lot # unk, description: unknown stem. Reported event: an event regarding revision involving a unitrax modular endo head 43mm was reported. The event was not confirmed. Method and results: device evaluation and results: a material analysis report concluded: "no indications of corrosion were observed on the female taper of the head. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: not performed as no lot ID was provided for review. Complaint history review: not performed as no lot ID was provided for review. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. However, it was reported that the revision surgery occured to convert the patient from a hemi arthroplasty to a total arthroplasty. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's hemi arthroplasty was converted to a total hip arthroplasty. Exposure was made and the head and sleeve were removed with a drill. The acetabulum was prepared and a zimmer cup and liner was implanted. Trialing took place and then a 36mm universal biolox head and sleeve was implanted.